Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege pain and problems. Additionally it is alleged the patient was injured by excessive levels of chromium and cobalt. Update: (B)(6) 2013- sales rep reported revision surgery. Patient was revised to address pain. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2014. Update: (B)(6) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The dor from the ppd matches the date from the der, which was originally entered incorrectly. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(6) 2014. Update rec¿d (B)(6) 2014 - medical records received. Patient was revised to address yellow-brown fluid collection, synovial reactive tissue, and corrosion. The adapter sleeve and femoral stem are now being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update rec¿d (B)(4) 2014 - medical records received. Patient was revised to address yellow-brown fluid collection, synovial reactive tissue, and corrosion. The adapter sleeve and femoral stem are now being added to the complaint. This complaint was updated on: (B)(4) 2014. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.